Event description:
It was reported that oversensing was observed in several non sustained lead noise episodes. Isometrics, positional testing and pocket manipulation tests were recommended. The physician decided to continue to monitor the lead and the lead remains implanted. It was later reported that x ray confirmed rv lead dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.